Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 388mg/dl and insulin via an insulin pen was administered to address the bg level. Troubleshooting was performed and insulin was not observed to be dripping out of the infusion tubing. Troubleshooting could not be completed due to the customer's current cartridge being low on insulin. Reportedly, a cartridge and infusion set change was performed to address the occlusion alarms.